Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified concentric right coronary artery that was 90% stenosed. A non-abbott rotablator was used when it caused a perforation. Then a 2.8x16mm rx graftmaster was attempted to be advanced using a non-abbott guide extension catheter but failed to cross due to anatomy. The rx graftmaster was removed when it was noted that the proximal edge of the stent was flared. Then a 3.5x19mm rx graftmaster was advanced using a non-abbott guide extension catheter to complete hemostasis and sealed the perforation without issue. Then a non-abbott balloon and 2.5x28mm stent were used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.